Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause for the inability to power on is corrupted flash programming. The root cause of the corrupted flash cannot be positively identified. No adverse event resulted from the corrupted flash. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted a territory mgr, who then contacted zoll customer support to report that the pt's monitor will not power on. The pt was issued a replacement monitor.